Event description:
It was reported that a patient presented with inappropriate shock due to incorrect interpretation of signal. No programming changes but medication was given to the patient for the issue. No adverse patient consequences were reported.